Event description:
Complainant alleged that clinicians responded to a call for a 45-year-old male pt involved in a car accident. After monitoring the patient's heart rhythm, the patient was defibrillated. Complainant alleged that while reviewing the summary report of the event, it was observed that the device was set to deliver at 120 joules, and delivered at 164 joules. The device then did not auto-escalate to 150 joules, however, it stayed at 120 joules and delivered at 163 joules. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent testing, the malfunction was not able to be duplicated.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report when our investigation is completed.